Manufacturer narrative:
Name: medtronic minimed. Entity ID: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Zip four: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced a hyperglycemic episode on (B)(6) 2026, which was successfully managed with self-administered correction bolus via insulin pump, resulting in stable blood glucose levels with no reported complications.